Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had attempted disconnecting and reconnecting the fiber optic (fo) but were unsuccessful at obtaining an arterial pressure (ap). They were guided to disconnect the fo plug at this time. They had already connected the transduced inner lumen to the iabp prior to the call and were guided to level and zero without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.